Event description:
Complainant alleged that after delivering four shocks to a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainaint indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.